Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia (vt)/atrial fibrillation (afib), ICD shock, and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. The submitted log file from the time of the event showed that the pump operated above the low speed limit for the duration of the log file. Power ranged from 4.5 to 6.6 watts, flow ranged from 2.8 to 6.8 lpm, and average pi ranged from 2.8 to 7.8. Of note, 100 pi events were captured but do not appear to have caused any type of functional issue. The submitted log file appeared to capture the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2021 for ventricular tachycardia (vt), atrial fibrillation, and an implantable cardioverter-defibrillator (ICD) shock. There was concern for the patient's lab results. Upon admission the patient exhibited elevated lactate dehydrogenase (ldh) levels and the aortic valve was opening 1:1 with each heartbeat. Interrogation of the log files showed no increases in power or any suggestion of thrombus. The patient's platelet aggregation assay was within normal limits. Ldh levels trended down during admission. The patient's international normalized ratio (inr) goal, which had been 2.5-3, was moved closer to 3. It was noted that the left ventricular assist device (lvad) did not show any signs of malfunction. It was reported that the electrophysiology (ep) physician was considering ablation and that the vt was not a ventricular assist device (vad) related complication. The patient was discharged on (B)(6) 2021 following medical management of vt.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ICD shock as well as a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. The submitted event log file showed that the pump operated above the low speed limit for the duration of the log file. Power ranged from 4.5 to 6.6 watts, flow ranged from 2.8 to 6.8 lpm, and average pi ranged from 2.8 to 7.8. Of note, 100 pi events were captured but do not appear to have caused any type of functional issue. The submitted log file appeared to capture the pump operating as intended. The patient was discharged on (B)(6) 2021 and remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii left ventricular assist system instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The heartmate ii left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Event description:
It was reported that the patient developed aortic valve insufficiency. The patient was admitted on (B)(6) 2021 for an implantable cardioverter-defibrillator (ICD) shock and there was concern for the patient's lab results. Upon admission the patient exhibited elevated lactate dehydrogenase (ldh) levels and the aortic valve was opening 1:1 with each heartbeat. Interrogation of the log files showed no increases in power or any suggestion of thrombus. The patient's platelet aggregation assay was within normal limits. Ldh levels trended down during admission. The patient's international normalized ratio (inr) goal, which had been 2.5-3, was moved closer to 3. It was noted that the left ventricular assist device (lvad) did not show any signs of malfunction. The patient was discharged on (B)(6) 2021.